Manufacturer narrative:
Ethnicity - (B)(6). Race - european. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor was visible under ultrasound in the vessel first. When placing and fixing the angio-seal at the vessel wall. The anchor was suddenly not visible anymore. Not clear if anchor was pulled back into the device and became entangled there. Whole device was pulled out and replaced by a new angio-seal which then worked perfectly. There was no harm to patient, just slight delay of procedure. Additional information was received on (B)(6) 2021: longer impression of the artery and application of a pressure bandage in case wire can no longer be inserted properly via angio-seal lock or access is otherwise lost. The results are longer lying time/bed rest of the patient on ward. Increased risk of bleeding in case of loss of access. Additional information was received on (B)(6) 2021: initially the anchor was visible in the vessel with ultrasound, suddenly no longer visible when it is placed and fixed on the vessel wall. It was not clear whether the anchor has been pulled back into the device and caught there. Only delay was of the procedure and consumption of a second device. Possible: prolonged compression of the artery and application of a pressure bandage if wire can no longer be correctly inserted via the angio-seal sheath or if access is otherwise lost. This results in longer lying / bed rest of the patient on the ward. Increased risk of bleeding if access is lost. The anchor is torn off and left in a patient's vessel.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to additional information that the device is actually available, to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with the locator. No other components were returned for evaluation. Upon visual analysis, the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was present within the sheath. The device was then attempted for functional testing. The deployment sleeve was manually moved into the forward lock position, but the carrier tube was unable to be moved forward. Then, the carrier tube was tried to remove from the sheath hub and high resistance was encountered to remove the carrier tube shaft from the sheath. Upon forcing to separate the components, the collagen released from the carrier tube. Dried blood like substances were found obstructing the movement between the components. Functional testing was unable to be completed due to the collagen releasing while attempting to separate the carrier tube and sheath. Hub of the carrier tube was removed, and all the turns of the suture were confirmed. The complaint could be confirmed for "pullout'' since the device was returned in the rear lock position with the color bands exposed and the anchor was positioned within the device. The likely causes for the pullout experienced may include the device cap was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. Functional testing was unable to be completed as the collagen released while attempting to separate the sheath and carrier tube. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).